Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, when the first two clips were fired, the clips looked j-shaped instead of the expected u-shape. The doctor continued to use the same device, as successive clips were the expected u-shape. There were no patient consequences reported.